Event description:
A report has been received from a peritoneal dialysis pt stating that during treatment, he received an air in cassette message. Reportedly, the pt's effluent has been cloudy since the day of the event. A call was placed to the pt's clinic and it was learned that the pt developed peritonitis. Add'l info has been requested but not received to date.